Event description:
Follow up information received from the healthcare professional confirmed that the cause of the event was a fall in (B)(6) 2012 and that the contacts on the lead were not working. The lead was replaced on (B)(6) 2012. Hospitalization was not required for the event.

Event description:
It was reported that the patient experienced a loss of therapeutic effect from their implantable neurostimulator (ins) following a couple of falls. Interrogation of the ins at a voltage of 1.5 volts indicated high impedances (>10,000 ohms) on electrodes #6, and 8 through 15 while all other electrodes were within normal range. Impedance testing was not performed at higher voltages (3.0 volts) due to patient discomfort. When programmed using the electrodes with normal impedance values, effective stimulation to the necessary areas could not be achieved. Follow up information received reported that the patient was going to get x-rays and visit a neurosurgeon to determine a further course of action. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).